Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results: she had an ultrasound revealed an enlarged and severely tender uterus due to the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominoanal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: enlarged and severely tender uterus due to the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia/ excessive menses') in an adult female patient who had essure (batch no. A56796) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and wrist surgery. Concurrent conditions included night sweats, allergic rhinitis and neck stiffness. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ severe dysmenorrhea"), dyspareunia ("dyspareunia"), polymenorrhoea ("frequent menses") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, polymenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation test done result : unknown. Ultrasound scan - on an unknown date: enlarged and severely tender uterus due to the essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information added. Lot number, medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia/ excessive menses') in an adult female patient who had essure (batch no. A56796) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and wrist surgery. Concurrent conditions included night sweats, allergic rhinitis and neck stiffness. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ severe dysmenorrhea"), dyspareunia ("dyspareunia"), polymenorrhoea ("frequent menses") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, polymenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation test done result : unknown. Ultrasound scan - on an unknown date: enlarged and severely tender uterus due to the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Lot number: a56796 manufacturing date: 2012/09 expiration date: 2015/09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia/ excessive menses') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ severe dysmenorrhea"), dyspareunia ("dyspareunia"), polymenorrhoea ("frequent menses") and menstruation irregular ("irregular menses"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on 18-mar-2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, polymenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: enlarged and severely tender uterus due to the essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events pelvic pain, dyspareunia, frequent menses and irregular menses were added. On (B)(6) 2019: fu2 and fu3 were processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.